Event description:
Caller reported several false negative urine hcg pregnancy tests. Customer reported that the several false negative results were not first morning specimens. One of the patients went to another clinic the same day that she received the false negative result and was informed that she was pregnant (sample type unknown). The facility runs pre-procedure pregnancy screens for colposcopy, cryo, depo injections.

Manufacturer narrative:
Lot number(s): hcg8120067, expiration date(s): 06/2010. Control: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg090521-01. 284.1iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 284.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specification. No corrective action required at this time as no product discrepancy was established. Product is expected to be returned and will be tested at that time.